Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of dissection is listed in the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) as a known patient effect of coronary procedures. It should be noted that the IFU states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during retraction of the guide wire, this was due to the guide wire being stuck in the struts of the deployed stent therefore the force applied seems to be a reasonable clinical response to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the deployed stent resulted in the reported difficult to remove. Manipulation to remove the guide wire (using strength) resulted in the reported tip detachment. It is possible the reported difficulties contributed to the reported dissection; however, conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the proximal right coronary artery. Following pre-dilatation, an unspecified drug eluting stent (des) was deployed in the proximal to mid-coronary artery. The expansion was not ideal because of calcium. A ht bmw universal ii guide wire was advanced and an unknown balloon was advanced over it; however, when attempting to remove them it was noticed that the guide wire was stuck in the struts of the deployed stent. The balloon catheter and guide wire were pulled out together with strength, which caused the tip of the guide wire to separate. The guide wire tip was snared; however, when they pulled out the snare device, the stent became stuck with it and a small dissection occurred. A new stent was used to successfully treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returning for analysis. Subsequently, the device was returned for evaluation. The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported patient effect(s) of dissection is listed in the hi-torque guide wires for ptca, pta, and stents instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the deployed stent resulted in the reported difficult to remove. Manipulation to remove the guide wire (using strength) resulted in the noted stretched coils and ultimately resulted in the reported/noted detachments (tip/coil, core, ribbon). The treatment appears to be related to the operational context of the procedure as the guide wire tip was snared; however, when they pulled out the snare device, the stent became stuck with it and a small dissection occurred. It is possible the reported difficulties contributed to the reported dissection however conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.